Manufacturer narrative:
The problem was resolved through troubleshooting with the assistance of olympus technical support. The problem was resolved upon cleaning and drying the electrical contacts of the scope used in combination with the subject device. The cause was assigned to wet electrical contacts of the scope. As stated in the instructions for use, as a preventive measure, "wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. "

Event description:
A user facility reported getting a "(B)(4), scope communication error." The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.